Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the brake wire was melted to the brush holder; however, there was no visual evidence of melting on the exterior of the motor. There was no brake fault on the joystick when it was first hooked up during the bench test, but when attempting to drive, it gave the brake fault. An expanded evaluation was performed. Per the expanded evaluation report, when the motor/gearbox was connected to a test controller and joystick, there was a five-flash error code indicating a left park brake fault. Additionally, portions of the brake wiring were discolored and a section of the wiring was adhered to the brush, which caused a short in the brake circuit due to a wiring routing issue. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the end user put his m61 in the back of the van, and ever since the lights have been scrolling and the wrench flashing 6 times, left motor no output. The product was returned for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the brake wire was melted to the brush holder; however, there was no visual evidence of melting on the exterior of the motor. There was no brake fault on the joystick when it was first hooked up during the bench test, but when attempting to drive, it gave the brake fault. An expanded evaluation was performed. Per the expanded evaluation report, when the motor/gearbox was connected to a test controller and joystick, there was a five-flash error code indicating a left park brake fault. Additionally, portions of the brake wiring were discolored and a section of the wiring was adhered to the brush, which caused a short in the brake circuit due to a wiring routing issue.